Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, non-sustained oversensing due to post-paced t-wave oversensing was observed. Programming changes were made. There were no adverse consequences to the patient.